Event description:
Customer reported weak false positive results (w+) in the weak d phase with one pt sample. No erroneous results were reported. Qc testing performed by customer was satisfactory. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
Retained testing was not performed due to expiration of the product. Customer had reported that qc testing was satisfactory.